Event description:
A customer contacted beckman coulter inc. (Bci) stating that 2 bottles of the wbc lyse reagents were leaking. The customer was not wearing ppe but there was no reagent exposure to open wounds or mucous membranes. There was no serious injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
The customer was provided with a replacement shipment of lyse.